Manufacturer narrative:
The report of pump stoppages and elevations in pump power can be confirmed via the evaluation of the submitted system controller log file. The log file contained pump stoppages lasting for approximately 1-3 seconds. These events had corresponding low speed hazard, low speed advisory, pump stop, low pump current and low flow fault flags and appeared consistent with electrostatic discharge (esd) events. After the last pump stoppage, there was a motor instability fault and the recorded motor power increased to 12.0-13.6 watts and remained at this level until the driveline was disconnected, which appeared consistent with the reported system controller exchange. A motor instability fault is indicative of the motor operating at a non-optimal rotor orbit although pump flow is maintained. The cause of the rotor instability event is unknown; however, it is suspected that charge build up due to a static discharge event interfered with the proper operation of one of the electronic circuits in the motor and that with a power cycle to the pump via a system controller exchange allowed this circuit to reset to normal working order. The patient remains ongoing on lvad support and no further events have been reported. The heartmate 3 instructions for use (IFU) and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump power elevations occurred. The patient was asymptomatic. Echocardiography showed no issues. The system controller was exchanged and no further issues occurred. The system controller log file reviewed by the manufacturer¿s technical service representative revealed 13 pump stoppages. The patient claimed to have never seen the green light on the system controller turned off. No additional information was provided.